Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they inserted a new sensor last night and it went into the warm up mode but then it started asking for a blood glucose and calibration over and over. The customer removed the sensor and did not see a cannula. The sensor will not be returned for analysis.